Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (dose, route, duration and frequency not reported) and amikacin (dose, route, duration and frequency not reported) for peritonitis. Three days after hospital admission, the patient was discharged from the hospital. Eight days after event onset, the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information was available.